Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip break/no medical intervention, has caused or contributed to patient injury previously. Device issue: guide wire tip break. It was reported that the tip was broken when the guide wire was removed from the package. Reportedly, there was no patient involvement with this guide wire. No additional event or patient information is available.